Event description:
The facility states that the surgeon successfully implanted a model aq2010v intraocular lens, but noted damage to the lens after the implantation. The surgeon removed the lens without injury to the patient. It is unknown what model of injector and cartridge was used in the surgery and the lot numbers for these items are unknown. It is unknown what caused the damage to the lens.

Manufacturer narrative:
Investigation under iaca is ongoing. Product evaluation results: visual inspection of the lens showed one of the haptics was torn off and is missing, and there was a tear through the optic.